Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. Battery voltage not available due to measurement system lock-up. Programmer with updated software cleared the lock-up condition. (B)(4).

Event description:
It was reported that the device had reached elective replacement indicator (eri) but no battery voltage was given during interrogation. Multiple times were attempted to get the voltage measurement and there was still no result. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.